Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that patient had a 5.5 pump placed to support for care escalation from an intra-aortic balloon pump and awaiting transplant. The pump was supporting when extracorporeal membrane oxygenation was added and the patient suffered from new ventricular tachycardia and ventricular tachycardia storm. The pump remains on despite the harm while awaiting transplant and getting ICD shocks.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added.